Event description:
It was reported that there was an issue with medical device nx009z - as vega ps femoral comp.cemented f4n l. Specifically, it was reported that there was postoperative loosening of the left knee. A revision was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx052z (aesculap ag reference no. (B)(4); 9610612-2026-00100). Involved components: unknown component aesculap ag columbus knee implant (aesculap ag reference no. (B)(4)) nx060z/ as tibia extension stem 10x52 mm cemented (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.